Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right-side rupture. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on jun 13, 2025, with lot number 2433129. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarification to b3 partial date of event: (B)(6) 2024. Clarification to d6a partial implant date: (B)(6) 2024.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Device has been explanted.